Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her one touch verio iq meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first occurred on the evening of (B)(6) 2017. The patient manages her diabetes with insulin (self-adjuster). She stated that 35-40 minutes after the alleged product issue began she developed the symptoms of ¿lightheaded and could not think clearly¿. The patient reported that on (B)(6) 2017, 7:00pm she self-treated with some orange juice for these symptoms. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the test strips being used were stored correctly and had not expired. The patient carried out the correct testing steps and the test strip completely drew in the sample. After walking the patient through a retest the product issue remained unresolved. The patient¿s products were replaced and requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged issue was not resolved during troubleshooting.